Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Customer reports an underinfusion of levophed. Limited details available about the event. The nurse states that while transporting a pt, the patient's blood pressure dropped to the 70's and she noted that the lvp module was off and not infusing. She attempted to restart the channel without success. The infusion was moved to a different lvp module and restarted without incident. No pt harm reported, medical intervention required or ill effects experience by the pt. The data set from the pcu and lvp were received. Investigation is on-going. A follow up report will be filed upon completion of the investigation.